Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a little seroma".

Event description:
Patient reported "a little seroma." Additionally reported was "suspected lesion of the implant capsular (palpable lump)" which has been deemed not related to the device. Affected side is right. The device has been explanted and replaced.

Event description:
Patient reported "a little seroma." Additionally reported was "suspected lesion of the implant capsular (palpable lump)" which has been deemed not related to the device. Affected side is right. The device has been explanted and replaced.